Event description:
End user's wife stated that medical attention was sought after her husband received inaccurate readings from his prodigy glucose meter. Paramedics were called on (B)(6) 2016 at 5:30 am due to the end user sweating profusely and fainting in the restroom. The reading on the prodigy meter prior to calling the paramedics was 160 mg/dl. While waiting on the paramedics to arrive the end user took 20 units of lantus. No further blood testing was performed by the paramedics. Liquid glucose was given to the end user to assist in lowering his blood glucose. No further information was provided.